Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of the devices had perforated a fallopian tube and embedded in her uterus") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), pain ("right side pain") and dyspareunia ("painful intercourse"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy on (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, alopecia, pain and dyspareunia outcome was unknown. The reporter considered alopecia, dyspareunia, fallopian tube perforation and pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: satisfactory placement / bilateral full occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of the devices had perforated a fallopian tube and embedded in her uterus/failure to occlude (close) fallopian tube(s), perforation (fallopian tube(s)),/migration of essure device uterus and incorrect part of fallopian tube/essure coils busted o"), uterine perforation ("perforation (uterus/migration of essure device uterus and incorrect part of fallopian tube"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), adnexal torsion ("ovarian torsion") and ovarian cyst ("ovarian cysts") in a 36-year-old female patient who had essure (batch no. 626910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "at the time of insertion: hysteroscopy, d&c, and novasure endometrial ablation" on (B)(6) 2008. The patient's medical history included genital bleeding, recurrent abortion (two miscarriages one occurred in 1990 and the other in 2000), parity 2 (twins were born prematurely in 2008.) And multi gravida. Previously administered products included for an unreported indication: ovcon from 2000 to(B)(6) 2006. Concomitant products included ethinylestradiol;norgestimate (ortho cyclen) from (B)(6) 2009, medroxyprogesterone acetate (depo provera) from (B)(6) 2008 and oral contraceptive nos for contraception. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2012, the patient experienced endometriosis (seriousness criterion medically significant) and ovarian cyst (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced adnexal torsion (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), pain ("right side pain"), dyspareunia ("painful intercourse/dyspareunia") and dysmenorrhoea ("dysmenorrhea (cramping),"). The patient was treated with surgery (oophorectomy left, oophorectomy right and salpingectomy and hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, uterine perforation, endometriosis, adnexal torsion, ovarian cyst, alopecia and pain outcome was unknown and the dyspareunia and dysmenorrhoea had resolved. The reporter considered adnexal torsion, alopecia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, ovarian cyst, pain and uterine perforation to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: failure to occlude,; on (B)(6) 2009: results: satisfactory placement / bilateral full occlusion. Bilateral linear radiopaque density consistent with tubal occlusion devices are noted. With injection of contrast, there is incomplete fill. Of the uterus. There is obstruction of flow of contrast in the uterus and there is no fill of the tubes. Findings would be consistent with tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 13-may-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of the devices had perforated a fallopian tube and embedded in her uterus/failure to occlude (close) fallopian tube(s), perforation (fallopian tube(s), / migration of essure device uterus and incorrect part of fallopian tube/essure coils busted o"), uterine perforation ("perforation (uterus/migration of essure device uterus and incorrect part of fallopian tube"), endometriosis ("endometriosis"), adnexal torsion ("ovarian torsion") and ovarian cyst ("ovarian cysts") in a 36-year-old female patient who had essure (batch no: 626910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "at the time of insertion:hysteroscopy, d&c, and novasure endometrial ablation" on (B)(6) 2008. The patient's medical history included genital bleeding, recurrent abortion (two miscarriages one occurred in 1990 and the other in 2000), parity 2 (twins were born prematurely in 2008.) And multi gravida. Previously administered products included for an unreported indication: ovcon from 2000 to on (B)(6) 2006. Concomitant products included ethinylestradiol;norgestimate (ortho cyclen) from on (B)(6) 2009, medroxyprogesterone acetate (depo provera) from on (B)(6) 2008 and oral contraceptive nos for contraception. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2012, the patient experienced endometriosis (seriousness criterion medically significant) and ovarian cyst (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced adnexal torsion (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), pain ("right side pain"), dyspareunia ("painful intercourse/dyspareunia ") and dysmenorrhoea ("dysmenorrhea cramping),"). The patient was treated with surgery (oophorectomy left, oophorectomy right and salpingectomy and oophorectomy bilateral, hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, uterine perforation, endometriosis, adnexal torsion, ovarian cyst, alopecia and pain outcome was unknown and the dyspareunia and dysmenorrhoea had resolved. The reporter considered adnexal torsion, alopecia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, ovarian cyst, pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2009: results: satisfactory placement / bilateral full occlusion. Bilateral linear radiopaque density consistent with tubal occlusion devices are noted. With injection of contrast, there is incomplete fill of the uterus. There is obstruction of flow of contrast in the uterus and there is no fill of the tubes. Findings would be consistent with tubal occlusion.; on (B)(6) 2008: failure to occlude,. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 30-jan-2019: pfs+mr received: events at the time of insertion:hysteroscopy, d&c, and novasure endometrial ablation, pain, dysmenorrhea cramping), perforation (uterus/migration of essure device uterus and incorrect part of fallopian tube, endometriosis, ovarian torsion, ovarian cysts were added. Event term for fallopian tube perforation eas updated as ¿one of the devices had perforated a fallopian tube and embedded in her uterus/failure to occlude (close) fallopian tube(s), perforation (fallopian tube(s)),/migration of essure device uterus and incorrect part of fallopian tube/essure coils busted out of tube¿ medical history, concomitant drugs, historic al drugs were added. Lab data, lot number added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of the devices had perforated a fallopian tube and embedded in her uterus") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), pain ("right side pain") and dyspareunia ("painful intercourse"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy on (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, alopecia, pain and dyspareunia outcome was unknown. The reporter considered alopecia, dyspareunia, fallopian tube perforation and pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: satisfactory placement / bilateral full occlusion. Further company follow-up with the lawyer or lawyer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.